Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. There is no RMA associated with this complaint. Also, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer's claim that there was no product issue during the case. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: there was bleeding during a da vinci assisted procedure. As a result, the procedure was converted to open surgery. The surgery was completed successfully. The patient is reported to be recovering well with no reported issues. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the patient experienced bleeding in the lung parenchyma, consequently, the procedure was converted to an open thoracotomy procedure. A tuppel was used to apply direct pressure and stop the bleeding. The surgeon had reported that the procedure was complicated, when cutting, additional force was required, which resulted to bleeding. It was unknown how much blood was lost and if the patient required blood transfusion. The surgeon confirmed there was no malfunction of an isi system, instrument, or accessory during the procedure. The patient recovered well and subsequently discharged from the hospital.